Event description:
In 2007, a large c-qur mesh was used for covering three defect sites: ostomy site in the right side, another one was in the epigastric area, and the other one was in the midline close to the umbilicus. The mesh was passed into the peritoneal cavity after the sutures were placed in four areas in the circumference of the mesh. Small incisions were made in the abdominal wall after the area was marked in relation to the location of the defects and the mesh size. The sutures that were placed in the mesh were passed into the abdominal wall, and then they were tied. There was good coverage of the defects. The mesh was further secured with a tack that was passed through the mesh into the abdominal wall. The area was examined and there was good hemostasis with no evidence of bowel injury. In 2008, the pt presented with recurrent abdominal bulge in the upper abdomen after laparoscopic repair of incisional hernia. The pt has been having episodes of abdominal pain with distention indicative of partial bowel obstruction for some time. Procedures: exploratory laparotomy, extensive lysis of adhesions, removal of old mesh, incisional hernia repair with mesh, biopsy of peritoneal nodule. Procedure detail: extensive intra-abdominal adhesions were noted. The previously placed mesh was noted to be severely contracted and thickened. There was a defect in the upper abdomen related to a recurrent hernia. There was dilatation of the small bowel loops proximally with decompressed distal small bowel loops. Lysis of adhesions was done with dissection of the small bowel loops. Seprafilm was placed in the peritoneal cavity to lower the chance of recurrence of the adhesions. Before that there was a small nodule measuring around 4 mm involved in the adhesions; this was removed and was sent for pathological evaluation.